Event description:
It was reported that an escape retrieval basket was used during a ureteroscopic lithotripsy (ursl) procedure. During the procedure, the physician wanted to pull out the stone; however, the wire near the handle broke and the basket would no longer close. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h11: investigation results the returned escape basket was analyzed, and a visual evaluation noted that the handle returned in good conditions and the basket on its open position. Microscopic examination was performed under magnification, and it was noticed that the pull wire returned broken. Additionally, the sheath detached at the proximal section and also noticed that the sheath was kinked. Functional examination was performed, and the handle as actuated. It was found that the basket was unable to close due to the observed damages on the pull wire and sheath. With all the available information, boston scientific concludes that the reported event of pull wire break was confirmed based on the objective evidence of the product return analysis. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to observed damages. Additionally, during the manufacturing process there some inspections that ensure the integrity and functionality of the device and would have captured the failures found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that an escape retrieval basket was used during a ureteroscopic lithotripsy (ursl) procedure. During the procedure, the physician wanted to pull out the stone; however, the wire near the handle broke and the basket would no longer close. The procedure was completed with another of the same device with no patient complications.